Event description:
It was reported that, post-operatively during system shutdown and teardown while moving the arm cart assembly, it threw two calibration errors and two non-recoverable errors. The arm cart assembly was restarted and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
H2) additional information: e (facility name, street 1, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were analyzed in the field and an error code for 'robotic arm potentiometer redundancy failure' was noted. The brooming script was deployed on robotic arm joint 2 of the arm cart assembly. An error code for 'setup arm joint 4 brake torque failure' was also noted in the logs. The setup arm joint 4 brake regeneration package was deployed successfully. After both updates, the arm cart was able to calibrate successfully. Further evaluation of the logs showed that there was a mismatch in the primary and secondary position sensor readings that exceeded the allowed limit on robotic arm joint 2, shown by an error code for 'potentiometer hard stop'. This lead to the calibration failure with the arm cart. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified a most likely root cause as related to a potentiometer failure. This condition was traced to a component design issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Additionally, a most likely cause can also be traced to a brake torque failure. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively during system shutdown and teardown while moving the arm, the arm threw two calibration errors and two non-recoverable errors. The arm was restarted and the issue was resolved. There was no patient involvement.